Event description:
It was reported that after balloon dilatation, the physician advanced the stent system to the lesion. The physician attempted to deploy the stent, but experienced resistance between the inner body and outer body. The physician removed the stent system from the body and found that the stent was deployed in the middle section of the guide catheter.

Event description:
It was reported that after balloon dilatation, the physician advanced the stent system to the lesion. The physician attempted to deploy the stent, but experienced resistance between the inner body and outer body. The physician removed the stent system from the body and found that the stent was deployed in the middle section of the guide catheter.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual inspection noted that the stent was not returned. The inner body was in the outer body and the inner body bumper marker was protruding through the outer body distal end. The outer body was kinked and compressed on several places along its proximal, middle, and distal shaft. A functional test could not be performed because the stent was not returned; however, friction was noted when moving the inner body in the outer body. Additional information indicated that the patient's anatomy was tortuous. Based on the investigation and the information available, the most likely cause of the reported event was operational context due to anatomical factors.

Manufacturer narrative:
Initial reporter phone: (B)(6). Subject device has not been returned to manufacturer.